Event description:
It was reported that the patient's left ventricular (lv) lead exhibited myopotential over-sensing resulted in pacing inhibition. Programming changes were made. The patient was in stable condition.